Event description:
It was reported that the atrial lead of an asymptomatic patient had exhibited loss of capture and high thresholds. It was determined that the lead had dislodged. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.